Event description:
Surgeon reported that the apex hex driver tip broke during surgery. Surgeon attempted to back out x-post and broke driver tip. Broken tip remained in x-post hex, which remained in patient. Surgeon was not able to complete the implant construct.